Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 12. No adverse impact to the customer's blood glucose level was reported. The customer reverted to using a backup insulin pump and multiple daily injections (mdi) to ensure uninterrupted insulin delivery.